Event description:
A distributor of infutronix received a complaint from a healthcare professional (hcp) reporting "drug just did not infuse and when the patient came back for a disconnect, the bag was still full". Device operator was a patient. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: analysis of the returned device is complete. The results are below: the pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. The volume infused was 95.71 ml. The programmed volume was 100 ml. So, the flow rate deviation is -4.29%. The flow rate accuracy is within +/- 5%, which meets the passing criteria.